Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her right eye (od) in 2006. The patient reported eye drops were used for at least three consecutive months due to high pressure or glaucoma in eye. The patient reported she had an early cataract but it was not affecting her vision. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.